Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 41 mg/dl while troubleshooting for sensor reading anomaly. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer had calibration not accepted and change sensor alarm. The customer mentioned the alarms occurred when out for a walk. Customer declined to troubleshoot for the low and high blood glucose incidents mentioned. The customer treated the low blood glucose with glucose/carb intake. The customer was assisted with troubleshooting for the sensor reading anomaly. Advised customer for best sensor performance. The product is not expected to be returned for analysis.